Event description:
The customer stated that one patient sample generated discrepant result for the architect ca19-9 assay. An initial result of 34.8 u/ml was repeated at 25.6 u/ml, at 40.7 u/ml and at 62 u/ml. The suspect results were not reported out of the lab and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). During in-house complaint investigations, a product deficiency was identified for the architect ca 19-9xr assay. Two panel 1 replicates were out of specification high (the range is 41.8 - 69.8 u/ml; the two out of specification results were 70.1 and 70.7 u/ml). The quality issue included low end imprecision and abbott low control testing out of range when using multiple architect ca 19-9xr reagent, calibrator and control lots. The root cause for the architect ca 19-9xr assay imprecision and/or erratic results at the low end and/or low control out of range high are caused by poor wash efficiency during the conjugate wash at wash zone 2, when version 106 or 107 wash zone assemblies, which have manifolds containing wash zone valve version 103, are installed on architect i2000/i2000sr systems at wash zone position 2. An interim action was implemented on (B)(4) 2010 to institute acceptance testing at abbott as part of standard control procedures. Previously, the lots of calibrators, controls and reagents were not tested at abbott and were accepted based on the original equipment manufacturer's ((B)(4)) certificate of analysis. Also, the wash zone assemblies were re-designed to prevent wicking of fluid at the nozzle tips.